Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that tape (adhesive) was accidently pulled out by patients dog on (B)(6) 2024. Patient was hospitalised on (B)(6) 2024 and the patient blood glucose level at the time of hospitalization was 396 mg/dl and the patient was treated with intravenous drip. The patient was found positive for ketones. The patient was released form hospital on (B)(6) 2024. The hospital stay was of 3 days. No further information was available.